Event description:
(B)(4). Initial information for this spontaneous case was received from a physician on (B)(6) 2007. This is the first of two cases reported by the same physician. This case concerns a patient who initiated therapy with poly-l-lactic acid (sculptra) as a cosmetic procedure on an unknown date "without incident". After receiving her second cycle of poly-l-lactic (lot #a6001, expiration date feb-2008) on (B)(6) 2007, she developed redness and puffiness "that comes and goes" along the cheek area under her eye on (B)(6) 2007. At the time of this report, it was unknown if the use of poly-l-lactic was ongoing. The outcome of the events was not resolved. No further relevant information was reported. Addendum for follow-up received from a medical assistant at the reporting physician's office on (B)(6) 2007: she described the patient's events as "pockets" of puffiness. No further relevant medical information reported.

Manufacturer narrative:
Additional information for sculptra (lot #a6011, expiration date 29-feb-2008) from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. The review of the device history report and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects detectable. Conclusion: no faults detectable.